Manufacturer narrative:
Centrifuge was not returned. Customer was sent a replacement centrifuge. No hardware has been returned for further investigation. (B)(4).

Event description:
The customer reported the rt12 rotor broke during use of the statspin ssvt centrifuge. The broken rotor was uncontained to the centrifuge, the customer confirmed the shield was in place. No reports of harm or injury, no customer exposure and no damage to user's facility.